Manufacturer narrative:
The investigation reviewed the reaction kinetics of the first sample and noted an abnormal reaction; the event was consistent with a single sample-related issue. The investigation did not identify a product problem based on the information provided. The specific cause of the event could not be determined.

Event description:
The initial reporter received questionable creatinine (creap2) results from two samples from the same patient tested on a cobas c 503 analytical unit and an unspecified cobas analyzer. Patient's first sample results from cobas 1: (B)(6) 2025. The initial result was 601 umol/l. The repeat result was the same. Patient's second sample results from cobas 2: (B)(6) 2025. The initial result was 82 umol/l. The repeat result was the same. The physician reported the discrepancy three weeks later when he compared both results.

Manufacturer narrative:
The serial number of the cobas c 503 analytical unit - cobas 1 is (B)(6). The serial number of cobas 2 is (B)(6). The investigation is ongoing.